Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found a heavy dust contaminant on the filter, evidence of liquid ingress with contamination consistent with mineral deposits to the iso port of the rear enclosure,the blower, blower box, and blower seal. The manufacturer also found unknown contaminant on the bottom enclosure, unknown dust contaminant on the blower seal, a keratin-like substance on the blower box outlet. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer also confirmed the presence of multiple contaminants and evidence of water ingress inside the device.